Event description:
It was reported that the ventilator's patient assist port was not working and had no alarm output. The reported problem was found during service and the ventilator was not connected to a patient.